Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a male pt in interventional radiology. The physician was using the ptd to declot the pt's graft. At which time one of the basket wires became disconnected from one end of the basket. As a result, they used a new trerotola device they had on the shelf to complete the procedure successfully. There was a delay in treatment with no pt harm and no patient death or complications were reported.